Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 55 mg/dl. The customer is a brittle diabetic and stated that he has been low all day. Customer believes it is the settings on the pump that need to be adjusted causing his lows. Customer did not wish to do any troubleshooting on the lows and stated that the pump was replaced. The customer was advised and reviewed the bolus wizard settings and also basal rates role in the pump delivery.